Manufacturer narrative:
The device was not returned for evaluation; no pictures were provided. The most likely cause for the reported failure is the wear and tear damage incurred over repeated usage; however, due to the device not being returned, we are unable to confirm the reported event. Device manufacture date 2017.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that an ar-6480 dualwave arthroscopy fluid management system was turning on and off. This was discovered during an unspecified procedure, with no patient harm.